Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, a stent was unable to be seen under fluoroscopy. The lesion was located in the external iliac artery. The two common iliac arteries were stented with 2 "kissing stents" from another manufacturer. An epic stent was deployed and was not visible on angiogram, after deployment. The vessel was dilated as expected. The procedure was completed with this device. It is also noted that the angio equipment at the facility is 20 years old. No patient complications occurred.